Event description:
Qv otc customer inserted the swab into reagent before swabbing their nose; wanted to know if a q tip could be used instead-- tss informed that a q tip should not be used as they aren't sterilized; checked to make sure the customer was okay.

Manufacturer narrative:
Subject: qv otc customer inserted the swab into reagent before swabbing their nose; wanted to know if a q tip could be used instead-- tss informed that a q tip should not be used as they aren't sterilized; checked to make sure the customer was okay. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.